Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the device was frozen. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation got expired. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Device problem code and evalution method codes were corrected.

Event description:
It was reported to philips that the allura device froze. There was no reported patient or user harm. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.